Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned instrument confirmed the instrument fractured at the plate junction. Previous investigations found the cause is attributed to the raw materials used for this device were not relevant for the design requirements. Previous investigations found the material was changed to x17u4 at the plate junction and mx455 was changed at the tip via eco 366283. Depuy (B)(4) was closed and (B)(4) was created on january 11, 2011 and closed on june 11, 2013. The complaint sample was manufactured prior to the changes. No further action indicated. First batch of new design is 5120205. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The top part of the internal locking rod broke off right above the threaded area.